Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device code - unknown, expiration date - unknown, date implanted - unknown, PMA/510(k) number, manufacture date ¿ unknown. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-00947 / 00948).

Event description:
It was reported that the patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2016 due to unknown reasons. During the revision, the retaining clip of the patellar trial fractured. The surgeon stated that all the fractured pieces were accounted for; however it is unknown if any of the pieces fell in to the patient.